Event description:
It was reported that the patient presented prior to the procedure. It was noted that the right atrial (ra) lead exhibited over-sensed noise leading to inappropriate automatic mode switches. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.